Event description:
It was reported that the pt's device was explanted for medical reasons. The pt was not reimplanted. The company is in the process of gathering additional info. A supplemental report will be submitted once new info is obtained.